Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 40 mg/dl. Customer was treated with juice and peanut butter sandwich. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer declined troubleshoot for low blood glucose level. Customer did receive sensor updating or sensor glucose value not available alert. Customer did receive change sensor alert. The insulin pump will not be returned for analysis.